Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with a 525cc mentor smooth round moderate profile saline breast prosthesis on the right side, suffered capsular contracture baker grade iii post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On october 28, 2021, mentor received additional information indicating that the patient has also been diagnosed on (B)(6) 2021 with right breast implant deflation and has been scheduled for implant explantation surgery on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture associated with breast implant, autoimmune disorder, material rupture. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 9/17/2019, mentor receiving the following information via FDA medwatch mw5089164: the patient also suffered the following, auto-immune (hashimotos), neurological (migraines), endocrine issues, metabolic issues, extreme fatigue, brain fog, memory loss, joint pain, hair loss, dry skin, dry hair, premature aging, weight problems (30 lb gain), inflammation, poor sleep, insomnia, dry eyes, decline in vision, hypothyroid symptoms, hypo-adrenal symptoms, hormone imbalance, diminishing hormones, early menopause, slow healing, easy bruising, throat clearing, cough reflux, metallic tastes, vertigo, digestive issues, gastrointestinal issues, acid reflux, gerd, gastritis, leaky gut, ibs, fevers, night sweats, intolerant to heat, intolerant to cold, persistent bacterial infections, persistent viral infections, persistent fungal infections, yeast infections, sinus, ear ringing, sudden food intolerance, sudden food allergies, headaches, migraines, ocular migraines, heart palpitations, sore joints of shoulders, aching joints of shoulders, aching joints of hips, sore joints of hips, sore joints of backbone, aching joints of backbone, hands swollen, feet swollen, tender lymph nodes in underarm, tender lymph nodes in throat, tender lymph nodes in neck, dehydration for no reason, frequent urination, numbness sensation in upper limbs , tingling sensation in upper limbs, numbness sensation in lower limbs, tingling sensation in lower limbs, cold hands, cold feet, discolored hands, discolored feet, general chest discomfort, shortness of breath, pain, burning sensation around implant, burning sensation around underarm, random shooting pain in breasts, liver dysfunction, kidney dysfunction, anxiety, depression, sudden gluten intolerance, sudden diary intolerance, mood swings. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).